Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was moderate aortic neck angulation. In the ostium of the left renal artery, there was an aneurysm. It was reported that after the talent bifurcated stent graft was implanted, a slight proximal type I endoleak, due to two of the apexes laying in the aneurysm that is at the ostium of the renal artery. The physician elected to place a talent aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results and conclusions: endoleak. Moderate aortic neck angulation and an aneurysm that is at the ostium of the renal artery.